Event description:
The programmer rebooted to a permanent black screen with the message 'missing operatv4.5system' after upgrading it to 3.06 smartview programmer software version. After rebooting the programmer, the same message was displayed. The programmer was brutally shut down by unplugging the power cable. Normal behavior was then observed with the new smartview version after connecting it back.

Event description:
The programmer rebooted to a permanent black screen with the message 'missing operatv4.5system' after upgrading it to 3.06 smartview programmer software version. After rebooting the programmer, the same message was displayed. The programmer was brutally shut down by unplugging the power cable. Normal behavior was then observed with the new smartview version after connecting it back. Later on, the smartview 3.06 was reinstalled. However, the message error appears when the usb is plugged during the restart. If removed, no message is displayed.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The programmer rebooted to a permanent black screen with the message 'missing operatv4.5 system' after upgrading it to 3.06 smartview programmer software version. After rebooting the programmer, the same message was displayed. The programmer was brutally shut down by unplugging the power cable. Normal behavior was then observed with the new smartview version after connecting it back.